Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one abre venous self-expanding stent was used to treat the cranial, mid and caudal common iliac vein (civ) and cranial external iliac vein (eiv). Approximately 36 months post procedure patient suffered from non-occlusive in-stent restenosis and thrombosis. Patient exited the study, completing protocol follow up.